Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The pulse pins were bent. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.